Manufacturer narrative:
The insulin pump was received with no unexpected a33 alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. However, the insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm on their insulin pump. The customer's blood glucose level was reported to be 63mg/dl. It was reported that the device was shooting out insulin. It was reported that the customer treated low levels with food. It was reported that the drive support cap was found to be loose. It was reported that the device would be replaced, and the customer was advised to discontinue use of the device. No further information provided.